Event description:
It was reported that a scheduled transmission review identified a stored atrial tachycardia response (atr) episode which showed noise. Lead assessment with a programmer was recommended. It was noted that this patient's atrial lead is a competitive product. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).